Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Telephone number:: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a chip was observed at the edge of an intraocular lens (iol) after implantation. The chipped area was at the direction from 12 o¿clock to 2 o¿clock. The reporting physician had no resistance feeling at the time of pushing the rod and used it according to instructions for use (IFU) as usual. No chipped debris was found in the eye, and it was highly likely that the iol had been chipped in its cartridge. The iol remains implanted in the eye. There was no patient injury. Additional information states no abnormality in visual acuity (the day after surgery). No other information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: jun 7, 2022 section h3: evaluated by manufacturer: yes device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the plunger rod advanced. Investigation of the external assembly revealed no issues. The handpiece was disassembled, and the assembly was inspected, no assembly issues were observed. The cartridge was inspected, and a small portion of the lens was found inside of the cartridge. The customer provided photo/video was reviewed and the root cause and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. As a result of the investigation there is no indication of a product quality deficiency. Corrected data: in review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept blank and the justification for that should have been captured to the section "h10" of the initial MDR report. In review, it was also noted that the justification for section "a4 -patient weight " was inadvertently not included in the section h10 of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a4: patient weight: unknown, requested but not provided. Section g4: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.